Event description:
It was reported that during a normal implantable pulse generator (ipg) change out procedure the right ventricular (rv) implantable pacing lead was found to be oversensing. The lead was replaced and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: model 5076-45, right atrial (ra) implantable pacing lead; implant: (B)(6) 2004. (B)(4).